Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer previously reported an allegation that a ventilator was not displaying pressure. The device was returned to a third party service center for evaluation. The system board was returned to the manufacturer's product investigation laboratory for further investigation and the customer's complaint could not be duplicated. The system board was found to operate and alarm as designed.